Event description:
It was reported that the patient had an magnetic resonance image (MRI) which caused a motor stall and recovery, but the patient did not think the pump was working because she had more spasticity. A motor stall recovery message was seen. The patient was not hearing any alarms. It was noted that the patient may have an infection and was given oral baclofen. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).